Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; b6; b7; d2; g1; g3; g6; h1; h2. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the event is confirmed. No devices were received. Photographs of patient's knee were provided showing some bruising and swelling. The device history record was reviewed and no discrepancies relevant to the reported event were found. Operative notes were provided and reviewed by a healthcare professional. Revision operative notes state that patient was revised due to pain and tibial loosening and noted that the patient had a bone scan indicated tibia loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient was revised due to pain, swelling, instability, reduced mobility, and aseptic tibial loosening as indicated on bone scan. The patellar implant was retained while all tibial and femoral components were revised without complication. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3; b4; b5; d2; d6b; d10; e1; e2; e3; g1; g2; g3; g6; h1; h2; h6. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). D10: 00596401552 - femoral component option size e right compatible with lps-flex prolong - 63118997. 40596009900 - taper plug unf - 63558546. 3003940002 - refobacin bone cement r 2x40g - a640aj1701. 00596403212 - articular surface size ef 12 mm height ''use with plate 3 - 64428181. 00597206532 - all poly petella standard cemented size 32 mm diameter 8.5 mm thickness - 64530937. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial right total knee arthroplasty. Subsequently, the patient is planning to be revised due to pain, swelling, instability, reduced mobility, and aseptic tibial loosening as indicated on bone scan. Attempts have been made and all available information has been provided.